Event description:
It was reported by the affiliate in italy that during pre-surgery on an unknown date, it was observed that the 4k endoscope, mitek lock 30 degree x 4 mm x 167 mm device had a faulty scope. The event did not occur during surgery. There was no patient involvement nor adverse consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j affiliate¿s name was not provided. H4: the device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).